Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation not yet complete. A supplemental report will e submitted upon completion of the evaluation.